Event description:
The customer reported that the blood glucose meter was not giving the accurate blood glucose readings. The customer was released from the hospital, but not due to diabetes. The hospital took her blood glucose readings and then she took her blood glucose readings with her own meter, but there was a big difference. The customer mentioned that several months ago she had low blood glucose and the paramedics were called, but she was not hospitalized. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.